Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of a malfunction.

Event description:
It was reported that after a da vinci-assisted procedure, the patient sustained a bowel obstruction. The surgeon does not relate the patient's postoperative bowel obstruction to the initial robotic procedure. The specifics of the patient's complication are unknown. The patient was treated for the bowel obstruction.